Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. During the procedure, the trunk-ipsilateral leg component was deployed and repositioned twice. An angiogram confirmed the position of the ipsilateral limb in relation to the renal arteries. When the physician began to deploy the ipsilateral limb, the deployment line broke. Fluoroscopic examination revealed the device was still constrained. Multiple attempts to unconstrain the ipsilateral limb by ballooning were unsuccessful. The physician opted to perform a laparotomy to explore option for opening the constrained device. The physician was able to unconstrain the ipsilateral limb by pulling and cutting the laced ptfe line using a scalpel and other surgical instruments. In doing so, however, the device was inadvertently punctured by the scalpel. The physician relined the punctured ipsilateral limb with a gore contralateral leg component. A contralateral limb was then inserted into the contralateral gate and deployed without incident. After all appropriate areas were ballooned, an angiogram revealed a proximal type I endoleak. The physician implanted a gore aortic extender component to treat the endoleak. A final angiogram showed the endoleak was resolved. The pt tolerated the procedure. The c3 delivery catheter has been returned to gore for evaluation.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.